Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported the lead would not go into the implantable neurostimulator (ins). The ins was replaced, this ins worked perfectly, and there was no problem with the lead. It was unknown if any factors led to the event. Troubleshooting was noted as the hcp tried to open the screw, but that did not help. There were no symptoms reported. The issue was noted as resolved at the time of the report. There were no further complications reported and/or anticipated.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins, model 3058, serial no. (B)(4), found ins functionally okay, insignificant anomalies. Due to the reported complaint, a lead insertion test was performed on the ins. Insertion and withdrawal was performed 3 times with a dry lead, and found to be within specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.